Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. [(B)(4).pdf]

Event description:
It was reported that following retrieval of an inferior vena cava (ivc) filter, the flexor raabe guiding sheath unraveled at the tip while it was being removed (medwatch 1820334-2018-00138). The unraveled portion of the sheath did not detach from the device, and the entire sheath was able to be removed. The access site utilized during the procedure was the internal jugular (ij) vein; another manufacturer's gooseneck snare was used during the ivc filter retrieval. Per the user facility medwatch (B)(4), the flexor raabe guiding sheath unraveled at the tip during two separate ivc filter retrieval procedures. No complications or patient injury was reported for either occurrence. The unraveling was discovered following sheath removal in both instances. Refer to medwatch 1820334-2017-04492 with regards to the second occurrence.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.